Event description:
It was reported that the right ventricular lead alert triggered and the impedance measurements were varying and high. Lead oversensing was also reported. The lead was partially removed and the remaining portion of the lead was capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the proximal portion of the lead was returned and analyzed. The segment measured 16.5 cm. No anomalies were found. (B)(4).